Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests, no alarms occurred during testing. The device was received with normal operating currents, no alarms were noted. The device passed the self-test and unexpected restart test, no alarms occurred during testing. The device had minor scratches on the lcd window, cracked battery tube threads, broken reservoir tube lip, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer reported that the insulin pump has a blank screen and is experiencing an unexpected restart alarm. Customer's blood glucose reading was 90 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.